Event description:
The patient reportedly experienced pain, headaches and decrease in performance. The patient's c1 device was explanted and the patient was reimplanted with another advanced bionics device. The company is in the process of gathering additional information.